Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed p wave amplitude variation and failure to capture on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.